Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age/dob, gender and weight are unknown device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Manufacturing location: (B)(4). Manufacturing date: may 13, 2014. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the top of screwdriver shaft broke off during a spanning plate removal procedure. The screwdriver shaft is from the broken screw removal set. The part could not be connected into the appropriate handle. There was no damage to the handle. Locking pliers were used to hold the screwdrivers shaft in place to remove screws. No fragments were generated. No broken parts were left in the patient. The patient was not injured during the procedure. The procedure was successfully completed. There was a ten to fifteen (10 to 15) minute delay due to surgical intervention to remove screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was completed: the 2.4mm stardrive screwdriver shaft (part number: 314.451, lot number: 8831199) was returned for investigation. Upon visual inspection of the device it can be seen that the top of the proximal shaft of the instrument has broken off from the instrument and was not returned. Approximately 0.7mm of the device had sheared off. A root cause could not be determined; a possible cause could be that during a procedure where a surgeon was trying to remove an implanted screw and without some sort of force the screw could not be explanted which lead to the breaking of the proximal shaft on the instrument in attempt to remove it. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.